Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker and other manufacturer right atrial (ra) lead had an alert high out of range pacing impedance due to spike greater than 2000 ohms. It was noted that noise had been seen on the lead since the alert. Discussed additional troubleshooting and potential reprogramming. The device remains in-service. No adverse patient effects were reported.